Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of irritation at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
It was reported that the user was experiencing a skin reaction under the transmitter. The condition has remained consistent but worsened when the system is used for more than 12 hours without medication. The user's healthcare provider is aware and prescribed clobetasol and triamcinolone to manage the symptoms. The user continues to use the system with current data and has not required sensor removal.